Event description:
A purchasing agent reported that following bilateral intraocular lens (iol) implant surgeries, the lenses were exchanged due to complications. Add¿l info was received from the tech, who reported that following the iol implant procedures a year ago, the pt has reported that she cannot see to read, drive and is having difficulty with stumbling over stones. Posterior capsule opacification was observed in the fellow eye and a yag laser procedure offered, but the pt declined. The pt reported she needs extra light to read and is bothered by halos when driving at night. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain add¿l info. A completed questionnaire was received on (B)(4) 2012. (B)(4).